Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that their insulin pump vibrate every few seconds and blanks screen. The customer¿s blood glucose was unknown at the time of incident. The customer's mother reported that they had tried to change the battery and it was not coming back on. The insulin pump will not be returned for analysis.